Manufacturer narrative:
The device had intermittent button response due to flattened act buttons dome switch. No unlocked lcd keypad connector noted. The device passed the rewind test, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call of her son having button error on his insulin pump. The mother states that her son had to be hospitalized for high blood glucose levels. The customer's blood glucose at the time was over 400 mg/dl. The mother states that her son's act button has been sticking at times. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.